Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons had a delayed response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/17/2013 device evaluation:the device has been returned and evaluated by product analysis on 12/09/2013 with the following findings: the keypad was found to be intact; no damage was observed. The complaint of delayed keypad button responses was not duplicated during testing. All of the keypad buttons respond properly. The keypad was removed and evidence of contamination was found under all of the button contacts. Unrelated to the complaint, evaluation revealed a dim, discolored display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.